Event description:
Additional information was received stating that the vns patient¿s device was tested prior to generator replacement surgery and diagnostic results revealed high lead impedance (dc dc ¿ 7). X-rays were not taken prior to the surgery. No abnormalities were observed on the lead during the surgery. The patient¿s replacement generator was tested with the existing lead three times and diagnostic results showed lead impedance within normal limits (impedance value ¿ 2000-2100 ohms).

Event description:
It was reported that the patient was scheduled to undergo generator and lead replacement due to battery end of life and high impedance (dc dc code - 7). An implant card was received indicating that only the generator was replaced on (B)(6) 2014 due to battery depletion and that the lead impedance was "ok". The physician reported that the high impedance was first observed on (B)(6) 2014 and that the generator was not programmed off after observing the high impedance. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedence. Clinic notes dated (B)(6) 2014 note that the patient's seizures are not adequately controlled and that the patient has experienced an increase in seizures. It was noted that the patient was experiencing increased seizures since december and is barely able to recover. It was reported that with vns therapy the best the patient has done is 20 days seizure free. A second implant card was received indicating that the patient underwent lead replacement on (B)(6) 2014. The reason was not indicated. It is believed that the high impedance was not resolved with generator replacement on (B)(6) 2014 as reported per the implant card. It was reported that the explanted devices were discarded and will not be returned for analysis. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death.